Event description:
A surgeon reported that a memory lens iol implanted in a pt's eye has since opacified. The surgeon plans to explant the lens. Several attempts have been made to obtain additional info. No further info is available.